Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer' daughter reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose level was 482 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with bolus and syringe but it dose not help. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was on an intravenous drip at first then was given syringes later on, during therapy to treat her blood glucose with a sliding scale. The customer stated that the symptoms related to high blood glucose such as nausea but now the customer was okey. Customer stated insulin exited at the quick release. The device will not be returned for analysis.